Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. A 4.00x8mm promus element stent delivery system was being advanced to the lesion when it dislodged and remained somewhere in the patient's leg. The patient has been schedule for surgery to remove the dislodged stent. No additional patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).